Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. The reporter could not provide an accurate account as to how many devices or times this issue has occurred; therefore a separate FDA form 3500a has been completed for the unknown devices associated with this complaint. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 26, 2016. (B)(4). Note: two cases associated with this complaint. A separate FDA form 3500a has been completed for the known device associated with this complaint.

Event description:
Complaint received reporting "deeper connection with high load gave difficult on the disconnection." At follow- up the reporter stated that the "customer did not use microcuff for special procedures. They use it with ventilator circuit or laedal silicone resuscitators." The reporter went on to clarify that the stated comment meant that "the connector was pressed hard (to connect) and then it would be difficult to disconnect." It was further reported by the physician "almost always he can use them by pressing hard but, had difficulty when he disconnected them." No further information was provided.